Event description:
It was reported that during a gastrectomy procedure, one side of staple line had malformed staples. The procedure was completed by hand-suturing. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.